Manufacturer narrative:
The measuring cells were replaced and resolved the issue. A calibration and qc were performed with acceptable results.

Event description:
The initial reporter complained of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas 8000 e 602 module analyzer. The initial result was 44.63 ng/l and reported outside the laboratory. The result was reported outside of the laboratory and questioned by the doctor due to previous result issues with this patient. The repeat result was 22 ng/l. The sample was then recentrifuged, the result was 7.33 ng/l and the result on a different cobas analyzer was 7.85 ng/l. The reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
No further issues were reported after the service visit. The field service engineer's replacement of the measuring cells resolved the issue.